Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Change your cartridge every 48¿72 hours as recommended by your healthcare provider.

Event description:
It was reported that occlusion alarms occurred. Customer changed the pump supplies to address the issue. System check was performed with tandem technical support and there was a blockage in the cartridge. Reportedly the customer is wearing the cartridge for 4-5 days, with novolog insulin. Customer changed the cartridge and resumed insulin therapy. There was no reported adverse impact to customers blood glucose (bg) level.